Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, the manual sensing test indicates a minimum value of 3 mv. Whereas the observed ventricular measurements are at 15.4 mv.